Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed "check pads" and "defib pad short" messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity log did show the reported messages. However, they are not necessarily an indication of a device malfunction. The poor pad contact advisory message indicates that the pads are not in proper contact with the patient's skin. This could be due to poor placement, or lack of patient prep. However, this could not be firmly established due to the electrodes used were not available for evaluation. The defib pad short message can also be normal advisory message if the pads have been connected to the device before being removed from their packaging. The logs show the user tried to correct the problems by cycling through the lead selection and turning off and on the device. The customer was contacted but could not provide any more details. It could not be firmly established what caused the messages observed in the logs. Analysis of reports of this type has not identified an increase in trend.